Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The patient stated that he had connected the patient line extension after priming the device. The technical services representative (tsr) advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. An incomplete prime is a use error which is a known cause of system error 2240. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.